Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of stored electrocardiograms on the implantable cardioverter defibrillator, non-sustained right ventricular oversensing caused by post-paced t-wave oversensing was noted. Programming changes were made during a device check and would be discussed with the physician.